Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 30mm amplatzer cribriform occluder was selected for implant in a patient. During device preparation, the physician noticed that the discs were deformed in a "bun" shape. The physician manipulated the device by crimping the device and it returned to normal shape. During the procedure the device deployed into the deformed bun shape again. The physician decided to remove the device and use a new one. A 25mm amplatzer cribriform occluder was selected and successfully implanted in the patient. There was a minimal delay in the procedure with no consequences to the patient. The patient is currently stable and discharged from the hospital.

Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.